Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion,the results will be forwarded.

Event description:
It was reported to covidien on 07/28/2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the catheter tubing developed a hole located at the end of the beta cap adapter. Pt required prophylactic antibiotics.